Manufacturer narrative:
Product not returned. No investigation can be performed at this time.

Event description:
During a surgical cholecystectomy, the surgeon attempted to fire a clips and experienced a mechanical jam. The procedure and anesthesia time was extended for 20 minutes. There was no harm to the patient.

Manufacturer narrative:
Three devices were returned and visually inspected. Two disposable 19 medium/large titanium k2 clip cartridges ((B)(4)) and one clip applier ((B)(4)). A third clip cartridge was reported ((B)(4)), but was not returned for investigation. The device was returned in the original packaging and unopened. Visual inspections indicate that there were no signs of physical damages to the device ((B)(4)). For functionally testing the returned clip cartridge was inserted into a working hand-piece. All 19 clips were fired and released without hesitation, jamming or defects. No failures were observed. This complaint is unconfirmed. Ref: 1223422-2017-00132, 1223422-2017-00133, 1223422-2017-00134.